Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).

Event description:
This event was also reported under manufacturer report # 3004209178-2013-22057 [it was reported that the reporter received a call from a health care provider (hcp) stating that the patient was implanted with a pain pump "not too long ago" and the patient was complaining they were not getting the medication, and experienced withdrawal. The reporter noted the hcp had given the patient single boluses and the patient responded to that and felt better, but then had withdrawal again. It was noted that the hcp was questioning if the simple continuous infusion was working correctly. The reporter was meeting the hcp and the patient at the clinic on the date of the report. The pump system was being used to deliver morphine. It was later reported that there was a change in therapy effect. The reporter stated that starting (B)(6) 2013, the patient had been feeling a little bit of withdrawal effects. It was noted that a dye study showed no issues; they were able to aspirate and see dye reach the intrathecal space. The reporter noted the hcp wanted to perform a roller study, and that the logs showed no stalls. It was further reported that two weeks post pump replacement on (B)(6) 2013, the patient complained of withdrawal, and despite dosing increases, this continued. Then on (B)(6) 2013, the hcp tried another bolus with no response from the patient. They performed a roller study which was inconclusive. Over the weekend, the patient was no better and on (B)(6) 2013, the hcp replaced the pump and 8578 sc connector. It was further reported that the pump and catheter connector were being sent in for analysis. It was unknown how the patient was doing since the pump was replaced. Additional information has been requested, but was not available as of the date of this report.]. Any additional information received will be reported under this manufacturer report number (#3004209178-2014-00731).

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: accessory. (B)(4). The following analysis findings were also reported under manufacturer report #3004209178-2013-22057. Any additional information received will be reported under this manufacturer report number. Upon reviewing the analysis findings, it was determined a pump, 8578 proximal catheter revision kit and a segment of an 8709 catheter had been returned. Analysis of the pump found no anomaly. Analysis of the 8578 (serial number (B)(4)) catheter found a tear in the seal near the guide ring of the sc (sutureless) connector. Analysis of the portion of the 8709 that was attached to the 8578 found no significant anomaly, the catheter was returned in an incomplete segment as reported.

Event description:
Office notes were provided regarding the event, on (B)(6) 2013 the patient was seen following their pump replacement surgery (refer to manufacturer report # 3004209178-2013-22057 for the surgery). At that time the patient was having ¿some¿ nausea and headaches since the dose increase and wanted it turned down. The location, duration, severity, quality, context and modifying factors of the symptom/problem was included however every office visit subsequently included these with only some fields changing regardless of what was occurring. The location was indicated as mid-line thoracic, mid-line to left sided lower lumbar pain radiating down the posterior left leg to the knee. The problem had been there for ¿months¿. The patient¿s worst pain level on a scale of 0 to 10 was a 7, the lowest level was a 0 and current pain level was 1. The quality of the pain was sharp and it was associated with following after the patient moved a wooden stove in october of 2012. The pain had progressed since then. Walking made the problem better while standing made the problem worse. The patient also experienced insomnia, unrelated to the pain. Assessment of the patient¿s skin revealed a wound, due to the surgery, without evidence of infection in the left mid quadrant region with ongoing skin briding present with staples spanning the wound. The patient¿s dose at the visit was lowered to the pre-replacement rate of 1.4. The health care provider (hcp) also recommended the patient trail clonidine 0.1mg and the patient was provided a prescription to see if it augmented pain relief without side effect. It was noted clonidine could be added to the pump. The patient was to return to the clinic one on week for a wound check. On (B)(6) 2013, the patient returned for follow up from the replacement surgery. The nausea and headache had improved since the dose was decreased and otherwise ¿things were about the same¿. The location, duration, quality, context and modifying factors of the problem/symptom remained unchanged. The patient¿s current level of pain was a 1. The staples from the incision site were removed without difficulty and steristrips were placed along the wound margins. It was reported the patient had been unable to tolerate clonidine due to somnolence. The patient was scheduled to return two weeks prior to his next refill date of 2014-02-23. On (B)(6) 2013, the patient presented to the clinic indicating he was having withdrawal symptoms. His pain was ¿bad ¿ mid back ¿ not new¿. The patient had a poor appetite, poor taste, had been feeling bad since that monday, a sudden onset. The patient was using oxycodone for pain relief. The patient¿s incision was inspected and it was noted there was a healing wound in the left quadrant. It was noted the patient had developed general malaise ¿rather suddenly since monday¿. The patient was concerned ¿something is wrong with the pump¿. An interrogation was done and no alarms were indicated. A bolus of 0.4mg morphine was given and the rate was increased to 1.5. The patient tolerated the bolus as the hcp observed him for over an hour. The patient was reassured there was not any problems with the pump. The hcp noted ¿it would appear he is just having some difficulty getting used to the medication following the pump replacement¿. A second hcp had attempted the visit; his note indicated the patient ¿seemed a little anxious¿. The plan was to see the patient back in the clinic in a few weeks to see how he was doing. The hcp noted ¿it seems very unlikely to me that the pump is malfunctioning or that here is some kind of disconnection¿. On (B)(6) 2013, the patient¿s chief complaint was listed as ¿I don¿t think the pumps working¿. The patient felt good following the bolus the day prior and was ¿actually able to teach last night¿. The patient had felt better until the morning of (B)(6) 2013 until he felt like he was in drug withdrawal again and his back was killing him. The patient¿s abdominal incision wound was noted to be closed. Upon palpation, it was noted the patient had a tender mid back. According to the second hcp¿s note that was at the visit, the patient had returned that day reporting symptoms of anxiety, sweating and increased pain. The patient had taken come percocet tablets but indicated they didn¿t do anything. The pump site continued to look good. The hcp went ahead and reprogrammed another bolus for 0.2mg. The daily rate was also increased to 1.7. The hcp planned to contact the patient the following morning to see how things were going. If the patient continued to have trouble with withdrawal symptoms the hcp planned to have an additional hcp help them. It was reported ¿clearly the pump delivers drug to the intrathecal space because he feels much better after the bolus dose. His improvement in pain could not simply be due to some type of delivery of drug to the pump pocket reflecting some type of catheter disconnect for example because 0.5mg of subcutaneous morphine is a minimal dose and the patient does not experience any significant relief when he takes a few percocet which would be an equivalent dose to 0.5mg of subcutaneous morphine. The question is what is going on during the ¿basal¿ infusion. It is a new pump and we may simply have to determine the proper infusion rate¿. On (B)(6) 2013 the patient was seen back in the clinic. He had a ¿horrible night and I think I¿m withdrawing¿. The 0.2mg bolus did not provide significant pain relief. The patient continue to experience pain predominantly in his usual thoracic spine region but stated the pain over the past three days had been ¿burning¿ in nature and the patient felt like he was withdrawing from his pain medications. The patient recalled that the was doing fairly well until two days prior when he first contacted the hcp¿s on (B)(6) 2013. The patient woke up that morning and immediately felt that ¿something was wrong¿. The bolus of 0.4mg that was delivered on the (B)(6) provided good pain relief for about 8-12 hours. The second bolus of 0.2mg ¿didn¿t seem to help much at all¿. The patient indicated that day in the clinic that he had some left over ms contin tablets 30mg each from ¿about seven years ago¿ before his pump was implanted. The patient had been in ¿so much pain¿ the night prior that he took one of the tablets every three to four hours which seemed to relieve things. The patient had taken a total of four tablets. At the time of the visit that day the patient noted he was feeling better but was still quite anxious that he was ¿going to withdraw¿. The patient reported no episodes of emesis or diarrhea but did have some nausea. The patient¿s current pain level that day was rated at a 4. The hcp notes indicated the patient appeared ¿more chondral today than he did yesterday. He does not appear to be in any distress at the moment. There is no evidence of diaphoresis, hyperventilation or agitation¿. A procedure was performed that day, intrathecal pump side port access and catheter integrity check ¿pump o gram¿ and a pump rotor check¿. There was no evidence of dye leak noted anywhere throughout the system and free flow of dye was noted to course within the cerebrospinal fluid out of the catheter tip into the thoracic spine region. A pump rotor test was then conducted which revealed evidence of appropriate rotation of the pump rotor. The pump was then programmed to continue to deliver morphine at a dose of 1.7mg per day. The hcp¿s plan that day indicated the patient had continued to complain of withdrawal type symptoms manifesting primarily as increased thoracicalgia with ¿some¿ burning dysesthesias as well as anxiety and ¿some¿ degree of nausea. The hcp noted ¿at this point¿ the patient seemed to be doing fairly well. The hcp instructed the patient to dispose of his sever year old ms contin pills explaining to him that they had no idea what potency the pills retained. The hcp noted it was not safe for the patient to be taking them. A prescription for 30 tables of ms contin 30mg was then given to the patient to use over the ¿next few days¿ if he felt he needed something to prevent increased pain or withdrawal like symptoms. The plan was to see how things went over the next several days. ¿it may just be that there was some type of temporary mechanical malfunction with his infusion system, hopefully now resolved¿. The hcp noted if the patient had continued trouble over the next three to four days ¿we might reach a point where we have no other option than to explore the pump site and potentially replace the pump with a new pump¿. The hcp did consider the possibility that the intrathecal medication in the reservoir was not the right medication but he decided that could not be the cause because the patient was ¿actually doing well for the first few weeks after implant¿ and the hcp noted ¿if the intrathecal medication solution was the problem, he would¿ve presented with symptoms immediately after the implant¿. On (B)(6) 2013 the patient contacted the clinic again with the report that ¿the pump still not working and the only thing that may from going into withdrawal over the weekend was the ms contin¿. On arrival to the clinic that day the patient noted he had been having symptoms including anxiety, diaphoresis, a metallic taste in his mouth and some mild nausea along with persistent thoracicalgia. The patient¿s back pain was ¿the least of the problems¿ when compared to the other symptoms. The patient noted the ms contin had been helpful with regards to controlling the above symptoms. The patient reported that day that his pump ¿is not working¿. After his last visit he could tell that the pump ¿stopped working at 10:00pm¿. The patient had been taking oral morphine every six hours as he couldn¿t wait the full eight hours be cause of increasing pain. The patient¿s pain level was rated at a 4 that day. A procedure occurred that day, (B)(6) 2013, intrathecal infusion pump replacement surgery. The hcp notes indicated the patient¿s pump ¿did not appear to be infusion medication at the desi re basal rate¿. The hcp had performed a complete evaluation of the system and the catheter was noted to be in good position, intact without evidence of a fracture, leak or kink. The hcp noted the rotor study and showed no malfunction but the patient was clearly experiencing withdrawal symptoms which had begun one morning two weeks after implant. With the persistence of the symptoms, the hcp was reportedly left with no choice other than to replace the pump and sutureless catheter connector. The patient tolerated the procedure quite well. The hcp planned to send the intact old pump and connected sutureless connector back to the device manufacturer for analysis. The hcp called the patient to see how he was doing the day following the pump replacement. The patient answered the phone and stated he was ¿feeling really well¿. He denied fever, chills, nausea, vomiting, or diarrhea. He reported a pain score of 2-3 out of 10 to his low back. The patient was in good spirits. He would call the clinic if he had any questions or concerns. On (B)(6) 2013 the patient was seen following their second pump replacement surgery. The patient indicated ¿I¿m feeling much better since the new pump was put in¿. The hcp indicated the patient was back to his baseline. The patient was no longer taking any oral morphine and had been able to stop taking it ¿almost¿ immediately after the pump was replaced. The patient¿s wound wasn¿t bothering him and he hadn¿t noticed any drainage or significant tenderness in the region. The patient continued to have is ¿usual thoracicalgia, unchanged over the years¿. The hcp¿s note from that day indicated the patient had recovered well from the replacement surgery the week prior. The opioid withdrawal symptoms had ceased almost immediately after the new pump was placed. The hcp was ¿convinced¿ the previous pump was malfunctioning despite the fact that it was only a few weeks old. It was noted ¿fortunately he is doing well now¿. The hcp was to see the patient the following week to remove the staples.